Event description:
A patient emailed the following "has anyone developed a reaction such as swollen lips and inside around lips raw?". Evolve customer service rep emailed back asking her to stop all whitening and contact their dental office. Patient was also instructed to discontinue desensitizer use definitely. Patient indicated she stopped all whitening until the swelling went away. She then resumed whitening without the desensitizer. No more symptoms appeared after whitening resumed without the desensitizer.

Manufacturer narrative:
Likely allergic reaction to the hema in the desensitizer.